Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Longevity calculator does not allow for lead impedance values below 200 ohms, to adjust for this the amplitude was increased 1 volt during the lower impedance duration.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.